Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened and stretched. The measurement of the soft cannula was above the specification limit at 1.0635 in., indicating that it was stretched. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or deficiencies were observed that would contribute to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours on unknown location. For treatment, the patient changed out the pod, gave a manual injection and gave a correction bolus.